Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. Checked DHR and no abnormality was found. No special adoption and no variability were confirmed. The lm reported that the most probable causes for the reported event are as follows: terminal bend of the video connector socket. Video connector socket case crack. Video connector socket terminal.corrosion. Foreign matter sticking to the video connector socket terminal. Video connector socket failure. Damage down of a flexible printed circuit board. Failure of a printed circuit board. Failure of a power supply unit (including a fuse cut). Failure of a video cable connector. Internal dust influence of disturbance noises. Damage of scope ID data. Failure of all reset. It was confirmed that the device in question had passed about 6 years since the production.

Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation found the front panel peeling off with moisture stains, front panel chassis and corrosion. The lock latch mechanism on the video connector worn out. A faulty printed circuit board, out dated software as well as an illegible label was noted. The device was repaired and returned.

Event description:
The service center was informed that during maintenance, the video connector was found to be loose. There was no patient involvement.